Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated an inspiratory spike and a rubbing sound during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the nozzle units from the o2 gas module and the air gas module were replaced. The nozzle units were discarded and not sent back for investigation. The nozzle units are part of the o2 gas module and the air gas module that regulates the inspiratory oxygen and air gas flow to the patient. Evaluation of the received device logs shows that the matching event on the reported date during the time period 11:59 to 12:22, had several alarms that indicates inspiratory spikes. The pre-use check was confirmed to be successful before and after the event. Based on the device log evaluation our conclusion is that the problem had an intermittent characteristic and that the event was likely caused by the nozzle unit. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #:e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).